Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd bbl¿ macconkey ii agar was inadequate, showing signs of bacterial contamination. The following information was provided by the initial reporter: "a reported that several of the macconkey ii agar plates they received from lot 2013618 are contaminated with bacterial growth.."

Manufacturer narrative:
H.6: investigation summary: during manufacturing of material 221270, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 2013618 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and one other complaint has been taken on batch 2013618. Retention samples from batch 2013618 were not available for investigation. There was one (1) photo available for review of this complaint. The photo shows 5 plates laid out on a surface and all five plates have visible contamination. The plates are oriented agar and print side up displaying batch verification information. (Batch 2013618, timestamp 0726, 0827). No return samples were received for investigation. This complaint can be confirmed for contamination. No complaint trend has been identified for contamination for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination. Risk management file review assessed the potential risk for the defect as severity s1, per baltrmppmselectiveaph , rev 02, ID 6.13. H3 other text : see h.10.

Event description:
It was reported bd bbl¿ macconkey ii agar was inadequate, showing signs of bacterial contamination. The following information was provided by the initial reporter: "a reported that several of the macconkey ii agar plates they received from lot 2013618 are contaminated with bacterial growth..."